Event description:
Customer reports to have a vibrate anomaly. Customer states insulin pump vibrates without any programs running or alarms. Customer's blood glucose was unknown. During troubleshooting, customer was not able to replace batteries due to her not having any. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed functional testing. However, the device was received with minor scratches on the display window, a cracked reservoir tube lip and a scratched reservoir tube window.